Manufacturer narrative:
D9 - date returned to mfg: 27-aug-2025. Upon investigation, the complaint was confirmed. The disposable alarm was triggered by a loose connector on the interlock filter thermistor. Corrective action: the connector was adjusted to ensure it was properly seated. Following this correction, the device successfully passed all performance verification tests.

Manufacturer narrative:
No device was returned for evaluation for the complaint that the customer used a disposable set on the new h-1200 unit but the check disposable, check tubing amber led continues to alarm. The review of event log/alarm history found that the no information available. The review of service history found that no previous repair was noted for the last 12 months. Upon investigation, the complaint was confirmed. The disposable alarm was triggered by a loose connector on the interlock filter thermistor. The connector was adjusted to ensure it was properly seated. Following this correction, the device successfully passed all performance verification tests. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the customer used a disposable set on the new h-1200 unit but the check disposable, check tubing amber led continues to alarm. No patient involvement reported.